Event description:
Caller reported air bubbles in the infusion set tubing during pumping. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by priming the air out of the tubing as needed and keeping the pump upside down to help manage the problem.